Event description:
The following information was received from the field: the patient experienced a thrombotic event the same day six cypher stents were implanted. The patient has not been discharged to date. The procedure was an elective case. A nuclear study was conducted prior to ptca with positive results. The target lesions were the circumflex, cxom and left anterior descending coronary arteries. All the lesions were denovo and bifurcating. Three cypher stents were placed overlapping in the lad (3.0x33mm, 3.0x28mm, and 3.5x33mm). Two cypher stents were implanted in an overlapping fashion at cxom (2.5x13mm, 3.5x28mm) and one cypher stent was implanted in the proximal circumflex (3.5x8mm). The vessel was readily accessible. All the lesions were pre-dilated prior to stent implantation. Inflation time and pressures are unknown. The lad was dilated using a 2.5x15mm cutting balloon. The cxom and proximal cx were dilated using a 2.75x15mm and a 3.0x15mm quantum balloon respectively. The 2.5x13mm cypher stent was deployed at 14 atms for 40 seconds. All remaining cypher stents were deployed at 12 atms for 30 seconds. The stent to vessel sizing was 1:1 and good wall apposition was achieved. The stents were not post-dilated. The residual % stenosis was not provided. Disease was evident at the distal level of the lad, which was treated with full metal jacket. Ivus was not conducted. The patient experienced an sat two hours following the index procedure. Reopro was used following the sat and 2nd procedure. Angiojet, post dilatation, iabp, and intubation took place following the sat. The patient remained hospitalized in the critical care unit at the time of this report. This is one of three products being reported for the same event. Please reference manufacturing report #'s: 3003742446-2005-01863, 3003742446-2005-01864, 3003742446-2005-01865, 3003742446-2005-01866, and 3003742446-2005-01868.